Event description:
It was reported that a mobile power unit (mpu) was returned for an unknown reason.

Manufacturer narrative:
Section a: patient information was requested but not provided no further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Section g4: there was no patient involved in this event. The PMA # provided is associated with the device¿s most recent approval. Manufacturer's investigation conclusion: the mobile power unit (mpu) was returned for evaluation for an unknown reason. The returned mpu (serial number: (B)(6)) was evaluated by service depot alongside known working test equipment and the unit functioned as intended throughout testing. A full functional checkout was performed and the unit passed all steps of testing without any issues. Multiple attempts were made to determine the reason for the return; however, no response was received. Therefore, it was determined to scrap the unit. The reported event could not be correlated to an issue with the returned mpu. Incidental findings: inspection of the unit revealed that the encasing on the mpu patient cable connector loose. The unit was observed to be missing a rubber foot. The mpu battery door was also removed, revealing that the battery holder was damaged. No other physical anomalies were observed. The device history records were reviewed and the records revealed that the heartmate mobile power unit (mpu), serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The mpu was shipped to the customer on 16apr2020. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate 3 IFU section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment, including the mpu patient cable. Heartmate 3 patient handbook section 6 ¿ "caring for the equipment" describes how to care for and clean all equipment, including the mpu patient cable. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the mpu patient cable for damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. The heartmate 3 patient handbook and the heartmate 3 IFU caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.